Event description:
A certified diabetes educator ((B)(6)) called to report on (B)(6) at 2:45 pm the patient activated a new pod and her blood glucose and insulin history is as follows: time: 2:45 pm, bolus: 7.55 u. Time: 4:40 pm, blood glucose: high (>500) mg/dl. At 5:19 pm the pod was deactivated and she was taken to the emergency room. Upon arrival she was admitted for diabetic ketoacidosis. She was treated with an intravenous insulin drip and she was given a manual injection of long acting insulin (once a day during her stay at the hospital). She stated that her healthcare provider also made some changes to her setting (insulin-to-carb ratio and correction factor). The pod was discarded by the hospital staff. She was still in the hospital at the time of the call.

Manufacturer narrative:
The product was discarded and will not be returned for evaluation. We are unable to confirm any product malfunction or other product condition to have contributed to the patient's ketoacidosis and hospitalization. No product lot number was reported therefore no qualification records were reviewed.